Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 06/25/2016, the reporter contacted animas alleging an insulin on board (iob) issue. The patient reportedly experienced a blood glucose (bg) measurement in the 30mg/dl range. There was no indication of the exact bg value. The iob reportedly was set to a 2 hour duration. The reporter stated that the patient was not totally clear if the patient chose the time length setting or the health care provider. Customer technical support (cts) reportedly explained the iob and it's role in helping to prevent lows. Cts reportedly advised that the patient contact the health care provider to confirm the optimal iob time length setting. This complaint is being reported because the patient experienced hypoglycemia possibly due to an inaccurate insulin on board calculation error leading to an improper dose.